Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite confirmed that the system was unable to start up. During troubleshooting, fse found that fdc and sib gets shutdown when system power off and fault in the mpd control. The fse replaced the mpd (main power distribution) control unit. After replacement of mpd control unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not start. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.